Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a dialysis catheter. The customer reports the palindrome base adaptors on the blue venous return side have become disconnected at the connection between the adaptors and the gambro tubing. The patient received antibiotics as a result of this tubing disconnection.